Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a colon procedure. Reportedly, the instrument was difficult to close. The hosp has reported no pt injury occurred.